Event description:
It was reported that, "(B) (6) 2007 office visit pt complained of" anterolateral knee pain which is mild and come burning of the lateral aspect of the legs bilaterally. "No treatment was given. Plan: follow-up in one year. X-rays reveal excellent fixation and alignment." On examination "bilateral knee motion is from 7-110 degrees with excellent stability."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.